Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the reservoir ruptured during patient use at the patient's home. The device had been filled with 5-fluorouracil. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Additional information: the customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. A batch review could not be performed since a lot number was unavailable. Should the sample and/or additional information be received, a follow-up medwatch will be submitted. The root cause for ruptured reservoirs is currently being investigated under CAPA# (B)(4).